Manufacturer narrative:
(B)(4). Arch probe ln: 8c94-42. The initial report was submitted under brand name architect total psa reagent, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name architect i2000 analyzer , (B)(4) manufacturing site. The customer stated that discrepant total prostate specific antigen (psa) results were generated on a single patient sample on an architect i2000 analyzer. The customer states that they believe a partial clog with deposits of fibrin or gel particles may be related to the erratic sample results generated. The abbott technical service organization (tso) recommended that the customer replace the sample pipettor. The customer replaced the sample pipettor. Subsequent instrument operations and test results were acceptable. A review of the service history for the architect isystem (B)(4) was performed. No further issues related to the sample pipettor were identified for the time period of (B)(6) 2008 thru (B)(6) 2009. The abbott architect system operations manual ((B)(4) 2008) and the architect total psa package insert contain adequate information to address the customer's concerns. A malfunction of the system was identified. Based on a review of the instrument's service history record, since the customer replaced the sample pipettor, no repeats of the issue have been detected. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an architect total psa assay result of 1.51 ng/ml (free psa was 1.74 ng/ml). The patient's physician questioned this result. The sample was retested with a total psa result of 7.18 ng/ml (free psa retested at 1.27 ng/ml). The analyzer's message history log was reviewed and several aspiration errors had occurred on the day the initial (low) result was generated. The analyzer's pipettor probes were replaced five days after the low result was obtained. There is no impact to patient management reported.